Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
A customer in ()b)(6) complained that the trough reference ranges listed in the gent2 gentamicin (ivd) package insert is not accurate and that it led to the renal failure of 2 patients. The date of the event is only an approximation. Patient 1 was covered in medwatch with patient identifier (B)(6). No specific data has been provided for patient 2. The customer could only make the following statement in reference to patient 2 "reference values ¿¿recommended by roche did not allow some of our practitioner to make a good therapeutic adjustments for gentamicin. Two patients had for several days residual levels above the recommendations, leading to renal failure with gentamicin (fortunately no ototoxicity in both cases). These renal insufficiencies due to gentamicin were confirmed by renal biopsies that showed gentamicin deposits." The customer stated the gent2 results obtained from the device were accurate. The us department of health and human services (us hhs), national institutes of health (nih), health resources and services administration (hrsa), and us cdc recommendations: patients should be treated in consultation with an infectious disease specialist. Roche labeling is aligned with the gentamicin package insert for gentamicin sulfate for injection. Roche product labeling for gent2 states the disclaimers: "each laboratory should investigate the transferability of the expected values to its own patient population and if necessary determine its own reference ranges. Although optimum values may vary, peak serum values in the range of 6 to 10 ¿g/ml (12.5 to 20.9 ¿mol/l) and trough values in the range of 0.5 to 2.0 ¿g/ml (1.0 to 4.2 ¿mol/l) are generally accepted for therapeutic effectiveness. The achievement of non-toxic, but therapeutic, serum levels is often difficult, even in patients with normal renal function. Complications encountered with the use of gentamicin are ototoxicity and nephrotoxicity. However, these reactions are predictable, and close patient monitoring is essential for the successful use of this agent." "When monitoring gentamicin trough concentrations, dosage should be adjusted so that levels above 2 mcg/ml are avoided" . "Nephrotoxicity is a known side effect of gentamicin" . From the black box warning on the gentamicin injection usp package insert: "concurrent and/or sequential systemic or topical use of other potentially neurotoxic and/or nephrotoxic drugs, such as cisplatin, cephaloridine, kanamycin, amikacin, neomycin, polymyxin b, colistin, paromomycin, streptomycin, tobramycin, vancomycin, and viomycin, should be avoided." The boxed warning also states: "when monitoring gentamicin trough concentrations, dosage should be adjusted so that levels above 2 mcg/ml are avoided." Additional information about the patient's current condition along with information has been requested but have not been provided. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not provide any additional information or data for patient 2. The investigation determined that the device did not malfunction.

Manufacturer narrative:
No allegation against a measured result was made but against the stated reference range in the package insert for gentamicin. In general, the method sheet of an in vitro diagnostic device (ivd) does not substitute the package insert of the respective drug nor medical guidelines. The method sheet of an ivd is not intended for drug dosing advice.